Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the right ventricular (rv) lead implant procedure, the patient experienced a double puncture wound. It was further reported that the rv lead exhibited placement difficulty and the helix would not retract. It was also reported that the helix unraveled and got caught in the vein. The rv lead was never implanted and will not be replaced. No further patient complications have been reported as a result of this event.